Event description:
The customer observed falsely decreased architect c4000 sodium results for patient samples that retested within the normal range on a different architect analyzer. One example was provided. An initial result of 110 meq/l retested at 137 meq/l. The customer's normal range is 136 - 145 meq/l. The falsely decreased result generated a delta check so the result was not reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the instrument and located a clog in the ict tubing. Service cleared the clog from the tubing and the issue was resolved. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased architect c4000 sodium results for patient samples that retested within the normal range on a different architect analyzer. One example was provided. An initial result of 110 meq/l retested at 137 meq/l. The customer's normal range is 136 - 145 meq/l. The falsely decreased result generated a delta check so the result was not reported out of the lab. No impact to patient management was reported.